Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for myopotential oversensing that triggered pacing inhibition. Programming changes were implemented. There were no patient consequences.